Manufacturer narrative:
Correction: initial MDR gives the date of event as (B)(6) 2017. The correct date of event is (B)(6) 2017. Initial MDR gives the date received by manufacturer as 03/03/2017. The correct date received by manufacturer is (B)(4) 2017.

Manufacturer narrative:
A supplemental MDR (B)(4) was filed to correct the date of awareness referenced in CAPA (B)(4). The supplemental MDR reflected the dates given to bd by the customer. Those dates were reported incorrectly. Initial MDR gives the date of event as (B)(6) 2017. The actual date of event was (B)(6) 2017. Initial MDR gives the date received by manufacturer as 03/03/2017. The correct date received by manufacturer is (B)(4) 2017.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6279771, medical device expiration date: 04/30/2017, device manufacture date: 10/05/2016; medical device lot #: 6313594, medical device expiration date: 05/31/2017, device manufacture date: 11/08/2016. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low fill with the incident lot was observed in one contaminated sample. Customer photo was received and reviewed and the tube appeared to have a low fill but the exact fill volume could not be determined from photo. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed complaint. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the testing of the returned samples.

Event description:
It was reported that the bd vacutainer® citrate tubes with the light blue bd hemogard¿ were drawing lower volume than expected. No serious injury, no medical interventions.